Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation and the skin was getting red while charging. It was also reported that the patient was experiencing shocking sensations and had difficulty charging the ipg. The physician replaced the old ipg with a non rechargeable ipg. During the surgery, the physician interrogated the patients lead, however, no shocking sensations were reproduced. The patient was doing well post-operatively. The explanted ipg was discarded.